Event description:
The user reported decreased hearing performance. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition in situ measurements show two channels involved in a short circuit since 2020. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. The concerned device was explanted but will not be available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported decreased hearing performance.